Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy it was found that the tip of the iab could not be fully inflated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(6).

Event description:
It was reported that during intra-aortic balloon (iab) therapy it was found that the tip of the iab could not be fully inflated. The iab was replaced to continue therapy. There was no reported injury to the patient.